Event description:
The patient was taken to the cath lab by interventional radiology for the performance of a tipss (transjugular intrahepatic portosystemic stent shunt)procedure for a massive variceal hemorrhage. During the procedure, an accu-vu 70cm catheter was used. Five days later, a CT scan was performed, which among other findings, a foreign body was found to be lodged in the main portal vein. The patient was returned the cath lab and the "pigtail" tip of the accu-vu catheter was removed from the main portal vein. The tip had broken off from the catheter during the initial procedure and found to be lodged in the vein.